Event description:
Shortly after initiation of cardiopulmonary bypass, but prior to aortic cross-clamp, the user reported that the arterial blood became dark. The pao2 dropped to 68 mmhg with a svo2 of 62%. Anesthesia was able to ventilate the patient and maintain the pao2 at 68 mmhg or higher. The perfusionist reported that the manual gas flow meter attached to the system 1 showed no indication of gas flow to the oxygenator and that there were no audible or visual alarms indicating that there was a gas supply issue. The gas hoses were quickly switched from the system 1 to portable gas tanks but this did not correct the problem. The perfusionist elected to splice an oxygen line from the portable gas tank directly to the gas line tubing prior to the oxygenator. Immediately the arterial blood became red and the oxygen and carbon dioxide levels improved. The patient stabilized and the manual gas flow meter indicated that gas was getting to the oxygenator. This event delayed the procedure for five minutes after which the case was successfully completed. There were no adverse consequences to the patient as a result of this event.